Event description:
It was reported that pump declared a cartridge change error and customer was unable to successfully load multiple cartridges despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area, cleaned pneumatic tap, attempted loading with technical support including use of water, then switched to multiple daily injections as backup insulin therapy and awaited replacement pump under warranty; customer was instructed to place problematic pump in storage mode and return it within 10 days, to program pump settings and reconnect continuous glucose monitor to replacement pump, and later called back after receiving both replacement and canceled pumps, at which time technical support clarified which pump to keep and which to return using provided labels.